Event description:
In (B)(6) 2017, the recipient reportedly experienced an infection at the implant site. The recipient was prescribed antibiotics.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has reportedly resolved. Additional details regarding treatment will not be provided. This is the final report.